Manufacturer narrative:
A visual and functional inspection was performed, no defects or malfunctions were identified with the unit that would have caused or contributed to the reported injury. The users were allegedly unloading the cot from the ambulance with a patient on it. One paramedic was located on the patient left side of the power-load and allegedly had their hand on the floor of the ambulance. The other paramedic was located at the foot end of the power-load. It was reported that something allegedly rolled over the paramedic on the patient left side's left ring finger, and the part of the finger above the top knuckle was removed. It could not be confirmed what part of the device rolled over the paramedic's finger. A stryker quality failure investigator and stryker technical support specialist attempted to duplicate the reported events. During this replication, it was identified that the reported injury was likely the result of a pinch/crush point between the floor of the ambulance and the power-load wheel horn guide weldment, although this could not be confirmed.

Event description:
It was reported that a paramedic was injured while unloading a cot from a power-load. The cot was removed from the ambulance and wheels were down but it was not releasing. The paramedics were trying to figure out how to get the cot to release. One paramedic was at the foot and the other paramedic on the left side. The paramedic was trying to manually release the power-load so they could assist their partner. The power-load kind of had a sudden release and while removed, it removed part of a paramedics ring finger.

Event description:
It was reported that a paramedic was injured while unloading a cot from a power-load. The cot was removed from the ambulance and wheels were down but it was not releasing. The paramedics were trying to figure out how to get the cot to release. One paramedic was at the foot and the other paramedic on the left side. The paramedic was trying to manually release the power-load so they could assist their partner. The power-load kind of had a sudden release and while removed, it removed part of a paramedics ring finger.